Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) shut down unexpectedly. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and moved unit into the same position site had it in, during case. Ran 3d spin, engaged lift and shift moved unit laterally and then opened the door. This operation performed as intended. The incident that occurred, the door would not open and system displayed on pendant, hold "m" to calibrate motion. Site was unable to perform this because system was around bedframe at the time. System was powered down by site then rebooted. Upon reboot the door opened and after re-ran these steps in several different configurations over 3 hour period. Unable to trigger any significant error codes on this visit and none were present for the time of the incident. Calibrated motion controls and calibrated gantry door movement. Each were calibrated twice, both instances there were no issues within the calibration process. Unable to reproduce the failure which, in return could not be troubleshot. Several components could cause the same symptom and we are not sure if other movements may have a lso been effected due to position of the system when incident occurred. System was released back to service medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No additional info received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.